Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the codman hakim programmable valve was implanted on (B)(6) 2021 with a setting of 140 mm of water. The valve was placed for obstructive hydrocephalus secondary to IV ventricular cancer. A control CT done 3 days post-surgery showed a sinus fronto-temporal hygroma, for which the valve was adjusted to 160 mm of water. The patient was discharged, and a control CT scan was performed 20 days later showing the presence of a left fronto-parietal hematoma and ¿slit ventricles¿ for which the valve was adjusted to 180 mm of water. A CT scan was performed at 3 days which did not show any change, all valve adjustments are radiologically documented. Given the impossibility of such an event occurring with the valve totally occluded, it was deemed necessary to replace it due to non-functioning. On (B)(6) 2021, the valve was removed and replaced with another equivalent with a different batch. At subsequent tac checks, the valve was adjusted to 160 mm of water and appeared to be working as it was evident that there was dilation of the ventricular system. The hematoma required a further evacuation operation through a drill hole on (B)(6) 2021. It is concluded that ineffectiveness of the first implanted device led to the production of a subdural hematoma and consequently required not only the replacement of the implant (1st surgery) but also the evacuation of the hematoma (2nd surgery), with severe discomfort for the patient. No further information has been provided.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot 5038017 conformed to the specifications when released to stock failure analysis - the valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation.

Event description:
N/a